Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via telephone call that the customer's blood glucose had been running high for the past three days and at that time was 416 mg/dl despite bolusing twice. She also reported that the blood glucose had dropped down to 29 mg/dl within three hours, from 317 mg/dl. The customer had treated with glucose gel, soda, and food, and then the high blood glucose reading followed. The customer had also been hospitalized for high blood glucose. The blood glucose reading at the time of admission was 366 mg/dl. The customer experienced shortness of breath, abdominal pain, gastritis, and an inflamed esophagus. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.